Manufacturer narrative:
Based upon the information provided, the device was being set up for clinical use; no delay of therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer asked to restore the mechanical fixing of the unit on the dedicated trolley. The trolley to the ventilator was unstable and needs 2 screws. The international service engineer performed mechanical reset of the unit on the dedicated trolley. The stability tests carried out with positive results. The unit was returned to service.

Manufacturer narrative:
Date of report: 16sep2021. Reporter phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit's fan was no longer anchored to the support trolley, risk of electromedical fall. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the bme located an occurrence of an error code relating to failure of the data acquisition printed circuit board analog to digital converter reference. Subsequent investigation and repair of the device found failures of the o2 mix accuracy test during performance verification testing (pvt) which has been cataloged and addressed within a separate complaint record. The relation of the pvt failure to the primary complaint has yet to be determined. It is unknown if any part was replaced, or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.